Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 5.0 x 15 mm herculink elite stent was successfully implanted; however, during removal of the device over the guide wire, the delivery system shaft stuck and broke. The shaft was successfully removed from the patient and the patient is doing well. There was no reported clinically significant delay in the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty to remove and separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information: the shaft separated outside the patient anatomy. The shaft was successfully removed, without intervention. No additional information was provided.